Event description:
It was reported that the "when doctor put all 10 screws into the hybrid plate, the x-rays showed that 4 of the 10 screws had completely been pushed through the plate. The screws were not in the plate. They were just screwed into the vertebral body. He removed the plate and 4 screws. Proceeded to use another plate and 4.5 rescue screws. He would like to see how this could have happened.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval. The reflex-hybrid 4 level acp size 80mm plate (cat#48651480) and 10 screws (cat#48644016) were reported in the event, but it is not clear which was cause of the event. Investigation is pending. Once the investigation is complete, the decision for reportability will be re-evaluated.